Manufacturer narrative:
On 20-dec-2013 a medsun (mandatory and voluntary report) (B)(4) was received by ikaria from the FDA. The user facility reported to the FDA on (B)(6) 2013 an "inovent had a frozen screen". Search of the ikaria complaint database revealed the same device report from this hospital called in on 22-jul-2013 ((B)(4)). Evaluation summary: the device was swapped out at the user facility and returned to the manufacturer for service investigation. On inspection, the device touchscreen was found to be unresponsive as reported by the user. This touchscreen was replaced and a full functional test was performed. The device passed all tests in accordance with specifications and was returned to the device pool for distribution. The root cause for the reported malfunction was a high resistance connection in a conductor associated with the touchscreen, causing the touchscreen unresponsiveness. It should be noted that this MDR is being submitted in response to a voluntary medsun report submitted by the hospital, as is ikaria's practice. A medwatch form was not submitted at the time the event was originally reported to ikaria by the hospital because the device issue was not associated with an adverse event to a patient. The touchscreen unresponsiveness was detected prior to initiating treatment on a patient and the affected device was replaced by a different device.

Event description:
Touch screen not responding [device malfunction]. Case description: on 20-dec-2013 a medsun mandatory and voluntary report # (B)(4) was received by ikaria from the FDA. The user facility reported to the FDA on (B)(6) 2013 an "inovent had a frozen screen". According to the report, on (B)(6) 2013 "the inovent has a frozen screen and the keyboard screen appeared. The device was rebooted by turning it off then back on and a normal screen appeared but would not respond to touch. The inovent was replaced with another. No complications. The equipment was tagged and sent to respiratory department for inspection." According to the medsun report, the patient was a (B)(6) male weighing (B)(6). No medical history or concomitant medications were provided. There was no mention of any impact to the patient. In the medsun report the user facility identified the delivery device as an "inovent" with serial number (B)(4). This serial number signifies that the inomax delivery device was an inomax dsir; the reporter inadvertently referred to the device as an inovent. A search of the ikaria complaint database revealed a complaint received from this user facility on 22-jul-2013 related to a "touch screen not responding on the inomax dsir (B)(4)". The rt reporting the event spoke with ikaria technical services about the touch screen issue. The inomax dsir was not in use on a patient at the time of the device problem. A decision was made to switch out the device and return the inomax dsir to ikaria for inspection. Case comment: on january 2, 2014: the event in which the inomax dsir experienced a frozen screen that did not respond to touch is assessed as device related and not related to drug. The reporter stated the device was not in use on a patient at the time of the device problem and there was no mention of any clinical impact to the patient.